Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky, act button sometimes has to press twice. The customer¿s blood glucose was unknown. There was cracks in casing, insulin pump was broken by reservoir compartment, by battery compartment. The customer stated that the battery life was diminished. The device will not be returned for analysis.